Manufacturer narrative:
According to the facility the patient was found "with area of partial thickness erosion with surrounding non bleachable purple discoloration over the midthoracic vertebral process, presentation consistent with deep tissue injury". Per the facility they applied "venelex" and "covered with bordered foam dressing and continued repositioning every 2 hours". Per the facility the patient was using the foam wedge which was described as "very firm", and the facility is "unsure how this may have impacted injury development". The device is not available for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the patient was found "with area of partial thickness erosion with surrounding non bleachable purple discoloration over the midthoracic vertebral process, presentation consistent with deep tissue injury."